Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The cause of the peritonitis cannot be determined. However, peritonitis is a well-known potential complication in patients receiving peritoneal dialysis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a patient line is blocked alarm. During the call, the patient stated that they are experiencing peritonitis. Upon follow up, the pd nurse reported the patient was experiencing symptoms of cloudy pd effluent. On (B)(6) 2019 a pd effluent culture was obtained which yielded an elevated white blood cell (wbc) of 2222. The patient was treated with vancomycin 1000 mg and fortaz 2 grams intra-peritoneal (ip) on an outpatient basis. The patient is recovering, per the nurse. The pd nurse stated fresenius products are not suspected to have caused the peritonitis. There were no reported fluid leaks and no issues with any fresenius device or product in relation to the event. The cause of the peritonitis is unknown. Reportedly, the patient denied any breach in aseptic technique. The patient continues pd therapy with the same cycler without any reported issues. Additionally, the nurse stated the patient was experiencing fibrin in the pd catheter (not a fresenius product) and did not complete pd treatment on the cycler on (B)(6) 2019. However, it was reported the patient completed treatment manually without any adverse effects.